Event description:
It was reported the programmer rf (radio-frequency) head port on the programmer was intermittently functioning. Telemetry was difficult to establish and maintain for a device interrogation. Numerous rf heads were tried, and the service disk was ran, without resolution of the issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer would not interrogate. The software control gain, uplink and telemetry tests were out of specification due to a connector on the printed circuit board.